Event description:
It was reported that when using the bd pyxis¿ medstation¿ es whole drawer failed. The customer attempted to reboot the station and tried to recover the drawer; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer discovered that someone had connected an ethernet cord from the helmer refrigerator port to the wall, which caused the internal internet protocol (ip) configuration to become corrupted, removed the cable and restarted the system, after which all components came back online. All drawers, tower doors, and the remote manager were successfully detected on the bus and were functioning properly. The system functioned as intended after the field service engineer repaired the device.